Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that signal loss equal to or under one hour was occurred. The patient's parent stated that there was a signal loss for less than an hour, at around 2-3:00am, so they failed to be alerted for a hypoglycemic blood glucose (bg) level. The parent noticed no data message on the follow app before going into the patient's room and confirming a signal loss on the patient's phone. The patient was having spasms, slow to respond, and biting down on her tongue. She had a low bg (no value provided) and was in hypoglycemia, triggering a call for an ambulance. The ambulance arrived and emergency medical services (ems) administered a glucagon injection and monitored the patient for an hour. She was not hospitalized. At the time of the report the patient was doing fine but had a sore back in addition to having bitten her tongue. No product was provided for investigation. A review of the share logs was performed, and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information.

Event description:
A review of performance data confirms the patient's allegation. The patient¿s signal loss alert was enabled at the time of the incident and her low alert threshold was set to 5 mmol/l. The patient experienced signal loss for three hours and five minutes starting at 12:05 am on (B)(6) 2020. Backfilled data shows that during the signal loss, the patient¿s estimated glucose values started at high (greater than 22.2 mmol/l) and rapidly dropped from there, reaching a value of low (less than 2.2 mmol/l) two times in that period. The patient passed the low alert threshold with an estimated glucose value of 4.7 mmol/l at 1:20 am. The patient did not receive low and urgent low alerts during signal loss. The signal loss resolved at 3:10 am. Immediately after, the patient received an urgent low glucose alert without volume. At 3:15 am, the patient received an urgent low glucose alert with half volume. Five minutes later, the patient received an urgent low glucose alert with full volume. The alert was acknowledged at 03:24 am. The probable cause of signal loss could not be determined.